Event description:
As reported by physician, during a ureterorenoscopy procedure, an inflation syringe had a non-functioning pressure gauge. This resulted in over-inflation and ruptured of the balloon catheter and ureteral laceration in pt. Per report, the pt is "okay as of now" but may require further surgery in 3-6 months depending on whether the urethral laceration leads to stricture. The device will be returned for evaluation.